Manufacturer narrative:
The subject device referenced in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an endobronchial ultrasound-guided transbronchial needle aspiration, the subject device was used. The user extended the needle and went through bronchial wall. The sheath could be seen but the needle could not be seen. The assistant tried to advance the stylet to clear the needle tip but felt resistance so much and they could not easily advance the stylet. The hand-part of the stylet was bent. They could only see the sheath abutting the bronchial wall, so tried to advance the needle but could not see any ultra-sound track for the needle, and had lots of resistance. When the user removed the needle to collect any specimen, it was found that about one inch of the needle tip was missing. The doctor inspected the airways with a bronchoscope, and suctioned the airways and checked the fluid for the needle tip but could not find. The intended procedure was completed with another device. There was no patient injury reported. The doctor did not know whether or not the needle tip had broken off inside the patient because they did not check the needle before the procedure. It was reported that they planned to perform a follow-up CT-scan on the patient to find the needle tip.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. From the maximum needle protrusion length, the needle tube was broken at a position about 15 mm from the tip of the needle tube. When the broken section of the needle tube was checked, its shape indicated the cause of the break was bending load but not brittleness. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that a buckled needle tube broke if straightening force was applied. It was also known that the needle weakened when repeatedly bent and straightened as the metal used for it has such a nature. The needle tube likely broke off by the mechanism below. 1. The needle tube buckled significantly due to force to bend it, which was possibly generated by movements of the patient during the procedure. 2. The buckled needle tube then received force to straighten it. 3. The bending and straightening reduced the strength of the needle tube and finally broke it off. The above device handling has warned in the instruction manual.